Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was reported that the keyboard was having issues. A field service engineer confirmed with the customer that the issue was resolved, but no proper resolution was provided on how the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, keyboard was not recognizing the buttons that are pressed and making a noise every time when the customer tap the keys. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.